Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of a "fc 807:05." (B)(4).

Manufacturer narrative:
The condition of failure code 807:05 was confirmed, but not duplicated, and was found to be due to a faulty pump head module. The pump head module was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
The facility representative reported a colleague infusion pump with failure code 807:05. The reported condition occurred during programming/setup, in the post surgical unit department. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available. During review of the event history by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery.